Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07097, 0001825034-2017-07098, 0001825034-2017-07099. Philip m. Faris, wesley g lackey, michael e berend. (2017). A comparison of inpatient and outpatient tjr. Orthopedics (ortho-2017-218). Concomitant medical products - unknown stem, unknown liner, unknown head. Reported event was unable to be confirmed due to limited information received from the customer. Design history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised due to infection on an unknown date. Attempts have been made and additional information on the reported event is unavailable.